Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time the device was programmed to deliver dilaudid 0.2mg/ml, with a 0.3mg bolus dose, a 10 min bolus lockout, a 1.8mg 1 hr dose limit, a 100ml container size and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported after the pt pressed the button on the bolus cord, the device alarmed aire in line; however, no air was noted in the tubing set. The device was removed from clinical service. At that time, the nurse reported the device display indicated an expected 10ml to be remaining; however, there was 61ml remaining in the container. The physician was notified and ordered an unspecified concentration of morphine for pain relief; however, it was unspecified if the pt rec'd the morphine. After an unspecified length of time, therapy was resumed with a replacement device. During testing at the user facility the device passed testing for delivery accuracy. Though requested, no add'l info was provided if any medical interventions were required.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.